Event description:
It was reported that a stent was required to treat a dissection. A 2.1mm jetstream xc atherectomy catheter was selected for use in the left superficial femoral artery (sfa). Vascular access was obtained vid a retrograde puncture of the right common femoral artery (cfa) with a 45cm crossover sheath to the left. High grade stenosis was observed in the sfa and cfa. The jetstream was actively used through the lesion twice in blades down mode, and twice in blades up mode. However, the jetstream became entrapped on a non-bsc filterwire and lost rotation of the blades. After removing the jetstream a dissection was observed in the left sfa. A non-bsc stent was implanted, followed by post-dilation with a ranger balloon.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).